Manufacturer narrative:
Concomitant medical device: 455753 lead imported: (B)(6) 1990.

Event description:
It was reported that the implantable pulse generator (ipg) had failures with battery and functionality. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.